Event description:
In june 2004, the pt reportedly had a vertiginous attack and experienced fluctuations in sound percept. In july 2004, the pt was reportedly seen at the center for evaluation. Testing performed was inconclusive. The pt was seen by a company representative for evaluation. Testing performed confirmed that the device was functioning. However, the pt experienced a headache during the testing. During the next month, the pt was seen by a company representative for evaluation. Testing performed confirmed that the device was not fully functional. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.